Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
On jul 14, 2017: litigation received. Litigation alleges pain, loosening and metallosis and other injuries. This complaint was updated on: jul 21, 2017. Update 7/14/2017: upon review of the litigation for MDR reportability, it was noted that the implant that is allegedly loose was not identified with any certainty. Therefore, as this could be either acetabular or femoral in nature, the product entry and corresponding MDR tree and report have ben changed to unknown depuy implant. Complaint updated on: 8/11/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.